Manufacturer narrative:
Device received with critical pump error and unable to download due to corroded electronic assemblies. Device received with corroded motor home switch.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had critical pump error. The customer blood glucose level was 89 mg/dl at the time of the incident. The customer was assisted with troubleshooting for critical pump error. The insulin pump will be returned for analysis.